Event description:
Residual piece of central line catheter (21 cm length, 1 mm outside diameter) in right pulmonary artery noted on pre-op chest x-ray. Subclavian catheter was placed in 1/94 and removed in 3/94 at a different institution. Placement was for IV antibiotics for post-op infection following knee arthroplasty.